Event description:
It was reported from (B)(6) that the patient notified the nurse that the tubing set was leaking during a primary antibiotic infusion. Upon assessment, the nurse found a small linear crack that caused the leak. The IV infusion was paused and the nurse replaced the tubing set. The IV antibiotic infusion completed without further complications. It was later stated that there were no adverse effects caused to the adult patient from the event. It was later stated that the nurse could not recall what antibiotic was infusing at the time of the event.

Manufacturer narrative:
The customer¿s report that the tubing set was leaking and a small linear crack was found was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No abnormalities were observed on the set during visual inspection. The set performed as expected during functional testing and no damage was observed on the set. The root cause of the customer¿s observed event was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from 6 west that the patient notified the nurse that the tubing set was leaking during a primary antibiotic infusion. Upon assessment, the nurse found a small linear crack that caused the leak. The IV infusion was paused and the nurse replaced the tubing set. The IV antibiotic infusion completed without further complications.